Event description:
Follow-up information received from the healthcare provider (hcp) reported that at the implantable neurostimulator (ins) replacement procedure the hcp attempted to place a second lead on the right side. Unfortunately there was an open circuit and it took a considerable amount of time to place the lead, so the hcp elected just to change the ins and attach it to the original lead. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0m262, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v403349, implanted: (B)(6) 2010, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a replacement procedure there were high impedances and a ¿???¿ error. The main issue was with the 0 electrode and there were always abnormal impedances. Diagnostic testing included impedance testing. It was determined that the lead was the issue. The doctor had nicked the lead with the ¿bovie¿ and wanted to know if that was the issue. The lead was not implanted and the original lead in the patient was hooked up to the implantable neurostimulator (ins) with no impedance issues. The issue was resolved. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Analysis of the lead revealed no significant anomaly and that the outer insulation of the lead body was cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.